Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the monitor would not work when plugged in. The monitor was not used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.